Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the other occurrences did not happen during a procedure or with a patient involved.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a clinical environment. It was reported that the navigation system¿s monitor was only displaying a blue strip of the software screen and the rest was black. Reseating the cable did not resolve the issue. The system needed to be rebooted to recover. It was noted that this issue had occurred more than once. There was no patient present when this issue was observed by a medtronic representative. It was also noted that the site was aware of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a clinical environment. It was reported that the navigation system¿s monitor was only displaying a blue strip of the software screen and the rest was black. Reseating the cable did not resolve the issue. The system needed to be rebooted to recover. It was noted that this issue had occurred more than once. There was no patient present when this issue was observed by a medtronic representative. It was also noted that the site was aware of the issue.